Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a mild post dural headache. Therefore, the patient was given an epidural blood patch under fluoroscopic guidance and the event was resolved. It was assessed that the event had a possible relationship to the procedure and was not device related.